Manufacturer narrative:
It was reported that the compressor did not start. The service engineer found that the compressors on/off switch did not work properly and replaced the mains inlet. The connected ventilator passed pre-use check. No further issues have been reported. The mains inlet and fuses have not been investigated, but earlier investigations determined that the cause could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The root cause of the malfunctioning mains inlet has in this case not been determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer ref.#: (B)(4).